Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a pocket site revision due to pain at the ipg site. Reportedly, the patient was stretching and felt a pop at the ipg site, and since then the ipg was loose in the pocket and causing discomfort. The pocket site was revised and the issue was resolved.